Manufacturer narrative:
This event is a duplicate of FDA report number 9612164-2020-01112. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a novel technique for extraction of a leadless pacemaker that embolized to the pulmonary artery in a young patient: a case report. Heart rhythm case reports 2020;6:724¿728. Doi.org/10.1016/j.hrcr.2020.07.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding extraction of a leadless implantable pulse generator (ipg). The article reports a patient implanted with a leadless ipg. One day post implant, r waves sensing had diminished, and the pacing threshold had increased. A chest radiograph as well as echocardiogram both confirmed that the device was attached to the ventricular septum, but its position had shifted slightly from the original implant position. Subsequently, the patient returned to the electrophysiology laboratory for planned repeat leadless ipg placement and retrieval of the original device via snare. Immediately prior to the procedure, the device was interrogated and there was loss of capture. Fluoroscopy confirmed that the original leadless ipg had migrated to the left pulmonary artery. Several attempts were made to retrieve the dislodged device, but these were not successful. The device had embolized to the interlobar branch of the left pulmonary artery. The patient began to experience chest pain, so another extraction attempt was planned. Since the distal tip of the device and tines were lodged into the distal aspect of the interlobar branch, it was not possible to grab the tines directly or turn the device. Eventually they were able to retrieve the device. The patient's chest pain resolved. The status/ disposition of the second implanted device appear to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.